Manufacturer narrative:
H3, h6: reported issue was that the gantry will intermittently not open. They reported that sometimes, the gantry will start to open, and then stop. They heard a strange sound when attempting to open it. System was already powered on upon inspection (sw currently at 4.2.0). Could not duplicate the reported issue, the door opens and closes as normal each and every time, the noise that was heard was a popping sound of the split inner door covers, the manufacturer representative (rep) shaved some of the covers to allow a proper fit. Invalidated and rehomed the system, rebooted the system, system checkout passed, staff notified. The logs show that the system is left on 24/7. Training given to staff on shutting the system off when not in use and how to invalidated and rehome the system. B01, c19, and d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry would intermittently not open. The site reported that sometimes, the gantry would start to open, and then stop. They heard a strange sound when attempting to open it. There was no patient involved. The system was called in for service and shut down. The hospital had a second imaging system, no cases or patients were affected.